Event description:
One patient sample with discrepant hcg results. Initial result >10000. Same sample diluted and repeated gave result of 93.2 miu/ml. The sample was diluted and repeated two additional times, gave results of 65208 and 65700 miu/ml. No information provided to determine if results were used to guide therapy. The investigational unit was unable to duplicate the issue and could not determine a specific cause for the discrepancy.